Manufacturer narrative:
Correction to b5, h6. This incident was inadvertently reported. This customer returned the device to be repaired after they previously declined a repair.

Event description:
Service for this device was originally declined by the customer. The device is now being returned to be repaired.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.